Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer, with assistance from technical support, reset the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue occurred again.